Event description:
Reporter indicated the vns therapy system was explanted due to the pt's death. The cause of death is unknown. The products were returned to the MFR and are pending product analysis. Good faith attempts to obtain add'l info are being made, but have been unsuccessful to date.